Manufacturer narrative:
Product complaint#: (B)(4). A manufacturing record evaluation was performed for the finished device mmm282 number, and no non-conformance's were identified. Device evaluation summary: it was received for analysis an unopened sample of product code j433h, lot mmm282. The complaint sample was not returned for analysis. During the visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2020-00159 and 2210968-2020-00160. Analysis results have been included in mw reports for each.

Event description:
It was reported that the patient underwent a laparoscopic fallopian tube re canalization procedure on (B)(6) 2019 and suture was used. The suture had been broken in the newly dispensed suture when it was opened for procedure. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.